Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported the patient had the trial from (B)(6) 2013 to (B)(6) 2013 and after the trial the patient could not urinate and had to catheterize themselves. The patient was redirected to their healthcare provider. If additional information is received, a follow-up report will be sent.